Event description:
It was reported that a cadd®-solis vip ambulatory infusion pump exhibited "constant occlusion alarms". No injury was reported.

Manufacturer narrative:
One used cadd-solis® vip pump was received for investigation. A visual inspection found no physical damage on the device. A review of the event history log found a downstream occlusion alarm had occurred. Further testing found the pump's downstream occlusion sensor failed the occlusion test. The reported issue was attributed to the faulty occlusion sensor. A root cause for the bad sensor could not be determined.